Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation, but was returned to olympus medical systems india private limited (omsi). The omsi found stain inside of the light guide lens, no air leak, and no cracks of light guide lens of the subject device. Omsc surmised that the parts inside the light guide lens may have corroded due to the moisture ingress into the inside from the adhesive around the light guide lens, causing dirt remained inside. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported phenomenon could not be conclusively determined.

Manufacturer narrative:
The device has not returned to olympus medical systems corp. (Omsc) for evaluation. There were no further details provided. If significant additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the incoming inspection for repair at olympus service operation repair center, it was found that the dirt of the inside the light guide lens of the subject device. Other detailed information was not provided. There was no report of patient injury associated with the event.